Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. It was also reported the lv lead exhibited high and unstable thresholds. The lv lead was revised and remains in use. No patient complications have been reported as a result of this event.